Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had two devices put in in 2006. It was stated the right side device was taken out after "about 3 months" because "it kept hitting a bone" and the patient was unable to sleep at night. No further information was reported. If more information becomes available, a follow up report will be sent.